Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pn 31x8 100 pk germany experienced sterility breach. The customer stated, "needle through outer and inner shield".

Manufacturer narrative:
Investigation summary: one opened 31g x 8mm pen needle sample was returned from lot. No. 8122822, cat. No. 325105. Visual examination was carried out on the returned sample and a cannula through shield and cover was observed. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. CAPA 131809 was raised to address this issue.

Event description:
It was reported that the pn 31x8 100 pk germany experienced sterility breach. The customer stated, "needle through outer and inner shield".